Event description:
It was reported in an article in neurosurgery that the patient suffered an embolic occlusion of the left posterior cerebral artery (pca) p1 segment during the treatment of a basilar artery stenosis. The patient was immediately treated with an intra-arterial infusion of a abciximab without any significant angiographic effect. At six-month follow-up, an MRI confirmed the persistence of vessel patency in the basilar artery and there were a calcic embolus in the left pca and residual opacification of the distal part of the vessel. Clinical scores remained unchanged.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Thrombus is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported in an article in neurosurgery that the patient suffered an embolic occlusion of the left posterior cerebral artery (pca) p1 segment during the treatment of a basilar artery stenosis. The patient was immediately treated with an intra-arterial infusion of a abciximab without any significant angiographic effect. At six-month follow-up, an MRI confirmed the persistence of vessel patency in the basilar artery and there were a calcic embolus in the left pca and residual opacification of the distal part of the vessel. Clinical scores remained unchanged.

Manufacturer narrative:
Literature: costalat et al, neurosurgery 2010: 67(6); 1505-15 - attachment: [2939204-2010-01128_maldonado_neurosurgery_dec2010.pdf].